Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Unable to be confirmed if customer had contacted the doctor after the initial call.

Event description:
Consumer reported complaint for error message (e-3). During the call, a back-to-back blood test was performed by the customer and produced e-3 error message and test result of 253 mg/dl am fasting using true metrix meter. Customer was concerned the result was high. At the time of the call the customer reported having a headache. Customer stated she was going to contact her doctor. The test strips are stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/18/2026 and open vial date is (B)(6) 2025.